Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
Patient is reporting feeling ill and experiencing pain. She claims she will have to have additional surgery "because the mesh failed."